Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device not detected on bus. A field service engineer reseated the row board cables on drawer controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and required maintenance. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.